Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
It was reported that the patient passed away due to infection. The infection was via the driveline and bacteremia. The type of infection was (B)(6). The last driveline culture was found positive on (B)(6) 2021. The patient had multiple rounds of antibiotics. The patient was not a candidate for a pump exchange due to age and comorbidities. The patient was transitioned to hospice. The death was not considered to be device related and the device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.